Manufacturer narrative:
The hemobahn device was discarded at the hospital. A review of the manufacturing records was conducted. The review of the manufacturing records verified that the lot was processed normally and pre-release specifications were met.

Event description:
A gore hemobahn endoprosthesis was advanced and positioned in the subclavian vein. The physician pulled on the deployment line, however, the device would not completely deploy. The endoprosthesis had not deployed at the distal portion of the device, and the physician was unable to balloon it to open it. The patient was taken to surgery, and the hemobahn was surgically removed. Another hemobahn was then implanted with good results. The device was discarded at the hospital.